Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our field service engineer has investigated the reported ventilator on site. He noticed that all the tests failed during pre-use check. He replaced the dc/dc printed circuit board (pcb) to resolve the issue and send it back for investigation. The provided logs confirms the reported issue. The returned dc/dc pcb has been tested in a ventilator. It failed all the tests during the pre-use check. It alarmed for peep low, o2 concentration low, check tubing and respiratory rate high. It was noticed by measuring the resistance of a diode in the defective pcb was 19.95 kohm and the reference diode resistance was 1,78 kohm. A failure in this diode will result in wrong voltage signal towards the disable valve circuit. Replacing this diode resolved the issue. However, it was not possible to find the root cause for the diode failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).